Manufacturer narrative:
Batch review performed on 9-jun-2023 lot 1905125: (B)(4) items manufactured and released on 22-jul-2019. Expiration date: 2024-07-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of the review.

Event description:
At about 3 years and 3 months after the primary, the patient came in reporting anterior knee pain and instability and the cause is unknown. The surgeon resurfaced the natural patella and revised the insert (12mm) with a thicker one (14mm). The surgery was completed successfully.